Event description:
It was reported that after one inflation and complete deflation of the pta balloon, the catheter shaft broke and became stuck within the introducer sheath as it was being retracted. The balloon catheter and sheath were removed together as a single unit. There was no reported pt injury.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The sample has been returned to the MFR for evaluation. The investigation is currently underway.